Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6007510 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test air leak according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6007510 was packaging according to the wi version 79, in the multivac m12, on 05/jun/2024, with a total of (B)(4) units. Assembly: the lot 4e04401was assembled according to wi version 27 on-line inspection for assembly of quick set both on 05 jun 2024, with a total of (B)(4) units each the lot 4e04402 was assembled according to wi version 27 on-line inspection for assembly of quick set both on 05 jun 2024, with a total of (B)(4) units each the lot 4e04403 was assembled according to wi version 27 on-line inspection for assembly of quick set both on 06 jun 2024, with a total of (B)(4) units each review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Trending: a query was run in databse on 28/feb/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6007510 and no other complaint has been registered in database for the same lot 6007510 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the tubing the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.